Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Programmed boluses delivered properly during analysis. Time advanced and no frozen display observed during testing. A scratched display window, scratched reservoir tube window and cracked reservoir tube lip noted.

Event description:
The customer reported that the keypad was not responding during a bolus. The blood glucose reading was 393mg/dl. The caller stated that she went to the utility menu and the display was frozen. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.